Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose with blood glucose of below 40 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated low blood glucose with food. Troubleshooting was done for low blood glucose. Customer stated they had been experiencing low blood glucose since 2 months and did not understood insulin was not suspending when they were in auto mode system. Customer stated they were on auto mode feature during time of event. Customer stated insulin pump was used within 48 hours of reporting low blood glucose. The insulin pump will not be returned for analysis.